Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device received an error code 1134 "blower stalled" error message appearing on screen and has no airflow. The device alarmed as intended. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Resolution and disposition are pending - investigation ongoing.